Manufacturer narrative:
The reported 5.5mm incisor plus blade, used in treatment, was returned for evaluation. Functional inspection was performed friction was felt in the unloaded condition. Visual assessment of the inner and outer blades showed damage to the edgeform teeth. There is also sections of material debridement at multiple locations along the length of the inner blade. The reported complaint of shedding was confirmed. The condition of the device indicates the device was subjected to excessive side loading during use causing the reported shedding. Per the devices IFU ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly¿. A review of the complaint and manufacturing records was performed and there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. Without the requested clinical information, the operative report, x-rays, or the device the root cause of the shedding and flaking cannot be determined. The material composition of the shavings has good bio compatibility for a limited duration only. Per report, it appeared that all shavings were flushed out. As a result, the future impact to the patient cannot be confirmed; however, there does not appear to be any long-term impact presuming all shavings were removed as reported. Per communications, no injury was reported and the procedure completed with a backup device. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional clinical information be provided, this complaint will be re-assessed.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery, after starting to use burr, fine metal shavings were seen in the joint. The joint was flushed and appeared to not have been left any pieces inside. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.